Event description:
Event description guidant received information that this device exhibited intermittent pacing. Noise was noted on both the atrial and ventricular leads. Upon interrogating the device, the ventricular lead exhibited loss of capture, impedance measurements greater than 2500 ohms and a fracture was suspected. The lead was abandoned surgically and replaced. During the procedure, the device was explanted as less than six months remained on the battery.